Event description:
The catheter broke near the oval disc. It was found broken while they were investigating a blood leak. When the catheter broke, bleeding occurred from the line and the line was removed immediately. The neonate baby went to the o.r. To have another catheter inserted. There were no other ill effects from this event; the baby remained stable and no change in the treatment occurred.

Manufacturer narrative:
The sample was received on 12/01/2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.